Event description:
It was reported that the self capture device failed and dislodged from the tip of two devices from the lot 2005153 and device from lot 1192014. The broken pieces were removed and the procedure was completed using a back-up device. No patient injury or other complications were reported. Complaint 2 of 3. See (B)(4) for related complaints.

Manufacturer narrative:
The reported perfectpasser connector, intended for use in treatment, was returned for evaluation. A relationship between the device and reported incident was established. From the information provided, the device failed and dislodged from the tip. Visual inspection shows the connector was received with the s-clamp unhooked from the s-hook and the s-clamp was not returned. Internal investigation indicates the failure cause for upper s-clamp coming loose is due to a dimensional discrepancy on the s-hook component. Changes to the component have been implemented to prevent this failure.